Event description:
The report from the affiliate indicated that one (1) week after the index procedure, the pt developed bleeding from the digestive tract due to a gastric ulcer (previously known in the pt's medical history) and shock. The pt's antiplatelet therapy was stopped at this time. This event was determined to be not reportable and not related to the device or procedure. Twenty-six (26) days after the index procedure, the pt was noted to have an abnormal ECG. Coronary angiography was done and thrombus was noted in the previously implanted cypher stent. The sub acute thrombosis (sat) was treated by aspiration of the thrombus and angioplasty with a 3.25 x 10mm cutting balloon. The pt developed ventricular fibrillation and dc cardioversion was done. Angioplasty was done again and an intra aortic balloon pump (iabp) was inserted. The pt was taken to the coronary care unit (ccu). The physician's comment regarding the cause of the thrombotic event was that it was due to the pt's antiplatelet therapy being discontinued due to the gastrointestinal (gi) bleeding and that the pt was dehydrated.

Manufacturer narrative:
The index procedure was an emergency case due to an acute myocardial infarction (ami). The target lesion was the distal right coronary artery (rca). The lesion was reported to be: de novo, eccentric, calcified, a flexion lesion, totally occluded, 16mm in length, vessel diameter of 3.3 mm, and type b2. The lesion was pre-dilated with a 2.5 x 15mm balloon at 14 atm for 30 sec. A cypher 3.0 x 18mm stent was implanted at 20 atm for 30 sec. The stent was not post-dilated. Ivus was done. The residual stenosis was 0%. The flow pre-procedure was timi 0 and post-procedure timi 3. An act was not measured. Please note that device is distributed outside, however, it is similar to the product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.